Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure, the hemopro began smoking and overheating in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. The maquet sales representative was at the case and observed this as well. The harvester removed the device from the pt's leg and immediately unplugged the hemopro cable from the device. The case was already completed so no replacement unit was required. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 04/16/2009. The initial visual inspection showed no nonconformities were found on the device. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.